Event description:
It has been reported by kc sales rep that during an intubation procedure, the cuff would not hold pressure. The tube was replaced by a 2nd tube that was also not able to hold pressure. This tube also had to be replaced. The user facility's investigation of the prod found small tears in the cuffs that were determined to be user-induced, and not a fault of mfg. There was no report of serious injury or death as a result of the cuff leaks. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This prod incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The incident device will not be returned for eval. Investigation is ongoing. A f/u report will be provided when add'l relevant info becomes available. Info from this incident will be included in our prod complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.